Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is bia-alcl. In response to FDA report number mw5094057, further information from the reporter regarding event, product, or patient details can not be requested as the healthcare professional did not provide any contact information to follow up. The investigation is considered concluded at this time.

Event description:
Healthcare professional reported via regulatory agency "bia-alcl detected in patient with previous placement of textured breast implant." Pathological markers cd30+ and alk- were not provided. Affected side is unknown. Device was explanted.